Manufacturer narrative:
Continuation of d11: product ID: 97714, serial# (B)(6), implanted: (B)(6) 2016, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative. It was reported that patient cannot feel normal paresthesia. Rep checked the connections to the battery. All connection were bad except electrodes 4 and 5. Rep tried using just electrodes 4 and 5 and he was able to feel stimulation again but the paresthesia does not cover all of patient's pain. The issue was not resolved at the time of this report. A surgical intervention was planned. Hcp had no further information.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had been riding his 4-wheeler when he turned too fast, slide off and the 4-wheeler ran him over a little bit. The patient stated that his lower back stimulator was not wanting to turn on now. Troubleshooting had them use the programmer and the patient was able to turn on the implant and view all his settings but he couldn't feel the stimulation at 6.3v. The patient noted that when he put the settings to 6.5v or 6.6v the device kicked on for a second and it felt like his side was going to explode and then he couldn't feel anything again. The patient was directed to follow-up with their healthcare provider to check the implant.